Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen 0.3mg/ml at 0.15624mg/day and fentanyl 31.7mg/ml at 16.509mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient reported (B)(4) (motor stall) on their ptm (personal therapy manager). The company representative would follow up with the patient and interrogate the pump. Additional information received the same day reported pump alarm, pump motor stall at 15:11 (B)(6) 2021 and stall recovery 19:04 (B)(6) 2021. There were no falls, traumas or MRI¿s. The diagnostics and troubleshooting performed was the pump was interrogated and the logs revealed motor stall. The reporter messaged the patient, the rn¿s and the physicians, then the stall recovered. The actions and interventions taken to resolve the issue was the critical alarm was changed from 10 minutes to 2 hours. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further info rmation regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) reported that their pump broke over christmas and stated that they went through withdrawals and took 2 weeks to get the pump replaced. The patient stated having had full blown withdrawals, diarrhea, and vomiting. The patient stated that they were wearing 2 fentanyl patches and still was not helping. The patient stated that they were at 18.75 dosage and 35% concentration at that time. The patient stated that they could not get out of bed and was down to 99 lbs. The patient also mentioned that they have gone through 3 pain pumps and knows what is going on. The patient stated that they have had fusions done on neck and surgery that failed and they stated because of fentanyl. The patient stated that the pump has saved the patient's life and before the pump the patient was ready to commit suicide.

Event description:
Additional information received from the consumer on 09-may-2022 who reported that they were in the hospital with pneumonia, the pump "broke" and went thru massive withdrawals. The pump was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.